Manufacturer narrative:
Field service was dispatched to the account and troubleshooting was performed. A specific cause for the discrepant results was not identified. Service history of the architect serial (B)(4) verifies no subsequent issues have been reported since service visit. A product labeling review found the architect systems operations manual addresses requirements for handling specimens, operational precautions and limitations and troubleshooting for the reported issue. The architect magnesium package insert provides information for sample handling and result interpretation. A review of the architect product monitoring found no similar issues for the complaint issue and no trend associated with the architect c16000 erratic result rate was identified. No product deficiency was identified.

Event description:
The account generated false elevated magnesium of 3.00 mmol/l on ID (B)(6) processed on the architect c16000 that repeated 0.87 mmol/l and 0.88 mmol/l on another analyzer. The account uses a magnesium reference range of 0.79 to 1.00 mmol/l. No impact to patient management was reported. Race/ethnicity are not available.